Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-08016. It was reported that the patient has high impedance issues probably due to a lead fracture. The patient had a lead revision on (B)(6) 2019 where one of the leads was replaced and therapy was established post op.